Event description:
The customer claims that the dermatome is cutting too thin, and the power plug is bad. No pt injury was reported. In 7/2003 voice mail was received from the clinical engineer, who reported he has no pt info. He is in the engineering dept and just received the device to send out for repair. He is not sure if he can gather the info since there are multiple surgeons who use the dermatomes. He reports that the device was in contact with the pt in the operating room.